Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator was re-calibrated and reported issue resolved. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit had an error that resulted in a loss of positive end-expiratory pressure and pressure support ventilation modes of ventilation during a case. The patient was switched to manual ventilation. There was no report of patient injury.